Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. One device was received, a visual inspection noted an outdated printed circuit board (pcb), power switch and a cracked tank cover. Functional testing: filled tank with water, attached temperature check, plugged in line cord, and turned on the power switch. The pump produced insufficient circulation confirming the customer complaint. A root cause was a faulty water pump due to wear from age. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Event description:
It was reported that the pump did not have enough power. Patient involvement unknown.

Event description:
Additional information was received providing the event date. The issue was found during preventive maintenance. No patient involvement, harm or injury.

Manufacturer narrative:
Other, other text: additional information: a1, b3, b5, and h6 - health effects codes.